Manufacturer narrative:
Correction to h6 based on additional information received. The device was returned to edwards lifesciences for evaluation. Visual inspection was done on the returned device, and the following was observed: a radial balloon burst with no missing pieces, the distal tip of the esheath and liner contained minor damages. Due to the nature of the device, no functional testing was able to be performed. The complaint was confirmed through visual inspection. Dimensional testing was done on the device received. The single wall thickness of the inflation balloon was taken along the edges of the burst location. Measured components were within specifications. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving delivery system usage, device preparation, device procedure and valve in valve procedure. Based on the review of the IFU/training manuals, no deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon burst and difficulty to withdraw the system through the esheath were confirmed by visual inspection of the returned device. No manufacturing non-conformances were identified during the evaluation. Dimensional inspection of the returned device revealed that the balloon wall thickness was within specification. Reviews of the DHR, chr and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. According to the case notes, 'upon final positioning of the s3ultra inside the sapein xt, the commander delivery system balloon ruptured'. As the delivery system was being retracted, into the 14fr esheath, they were not able to do so without 'bending' the sheath tip.' Upon inspection of the returned device, the balloon sustained a burst or rupture and the distal tip of the esheath was damaged. It is possible that an interaction between the balloon and the pre-existing valve could have compromised the balloon wall during inflation and caused the reported burst. After a balloon burst, difficulty withdrawing the catheter into the esheath and removing it from the patient can be increased. The altered balloon profile can become caught during removal, requiring additional force/manipulation to complete device removal. The observed damage on the esheath is indicative of the burst balloon getting caught at the esheath's distal tip during removal efforts which could lead to the reported withdrawal difficulties. However, without further information, the root cause is unable to be confirmed. Available information suggests that patient factors (pre-existing valve) and procedural factors (withdrawal of burst/torn balloon) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 5 years 6 months post implant of a 23mm sapien xt implanted in the aortic position via transapical approach, the patient underwent a valve in valve (vinv) procedure with a 23mm sapien 3 ultra valve due to paravalvular leak (pvl) and stenosis. Upon final positioning of the s3u inside the sapein xt, the commander delivery system balloon ruptured almost at nominal inflation (17ml). The balloon rupture did not adversely affect the final valve position and post deployment, tte revealed no pvl or aortic insufficiency (ai). As the delivery system was being retracted, into the 14fr esheath, they were not able to do so without 'bending' the sheath tip. The team was able to retract the distal balloon catheter into the sheath and decided to pull the system out of the per-closure device as a unit. At this point, the distal plastic prongs on the balloon catheter were exposed and would not allow the catheter to come out over the wire guide through the arteriotomy. The vascular surgeon was called to perform a cut-down and was able to successfully pull out the balloon catheter and close the groin in standard fashion.